Event description:
Pt was receiving dexmedetomidine infusion using 3ml bd syringe, but a leakage occurred twice between the syringe and the IV tubing. Leak discovered by rn, and medication re-sent using the 5ml bd syringe. No leakage found with the 5ml bd syringes. FDA safety report ID# (B)(4).